Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified left common femoral artery using a starclose se device after an unspecified procedure. Reportedly, step 2 in the deployment cycle of the starclose se device was not able to be performed. Another starclose se device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.